Event description:
The patient was admitted with a 95%, heavily calcified lesion in the external carotid artery. The vessel was heavily calcified. It was difficult to cross the lesion with a smart control stent due to vessel tortuousity. While attempting to push the delivery system in and out, the distal portion of the stent was prematurely deployed approximately .5mm. Therefore, the delivery system was removed from the patient and the procedure was completed with another product. There was no patient injury reported.

Manufacturer narrative:
The patient was admitted with a 95%, heavily calcified lesion in the external carotid artery. The physician experienced difficulty crossing the lesion with the smart control stent due to vessel tortuousity. While attempting to push the delivery system in and out, the distal portion of the stent prematurely deployed approximately 0.5mm. Therefore, the delivery system was removed from the patient and the procedure was completed with another product. There was no patient injury reported. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15396793 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information, and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event.